Event description:
It was reported that a speed issue occurred. It was noted that the rotapro console went straight to over 300 rpm and the speed could not be adjusted. The issue was the same as when the device was in dynaglide mode. There were no patient complications reported.

Manufacturer narrative:
Corrected: d4: model and catalog number. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device speed was erratic and unable to be adjusted. A rotapro console was selected for use. At the course of the procedure, it was noted that the machine went straight to 300+ rpm and was unable to adjust speed. The issue was the same as when the device was in dynaglide mode. No patient complications reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis with a missing knob. Manual testing revealed an air leak from the pneumatic kit. Functionality testing showed the flowrate was out of the specified range at the normal mode maximum flow rate. The cause of the failure was traced to a faulty pneumatic kit.

Event description:
It was reported that device speed was erratic and unable to be adjusted. A rotapro console was selected for use. At the course of the procedure, it was noted that the machine went straight to 300+ rpm and was unable to adjust speed. The issue was the same as when the device was in dynaglide mode. No patient complications reported.

Manufacturer narrative:
H6 device codes, evaluation method codes, evaluation result codes: corrected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis with a missing knob. Manual testing revealed an air leak from the pneumatic kit. Functionality testing showed the flowrate was out of the specified range at the normal mode maximum flow rate. The cause of the failure was traced to a faulty pneumatic kit.

Event description:
It was reported that device speed was erratic and unable to be adjusted. A rotapro console was selected for use. At the course of the procedure, it was noted that the machine went straight to 300+ rpm and was unable to adjust speed. The issue was the same as when the device was in dynaglide mode. No patient complications reported.